Event description:
Had tvt sling placed in 2008. Was having pain and infections to the point that it was discovered to have eroded through vaginal wall, and needed to be removed. This was done in 2009. Pain is better, but not totally gone.